Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (60 mg/dl). Contact stated that low level was unlikely related to the pump; however, contact declined to troubleshoot with tandem technical support to determine the cause. Low blood glucose level was treated by consuming juice.